Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was a leakage current detection. A new cable did not resolve the issue. A new catheter resolved the issue. No patient consequences. It was confirmed that the "current leakage error" was accompanied by a signal loss. The signal interference was observed on all channels and on the carto and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body. Current leakage is not MDR-reportable. Bad/no ECG all channels (bs and ic) is MDR-reportable.

Manufacturer narrative:
On 16-dec-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was a leakage current detection. A new cable did not resolve the issue. A new catheter resolved the issue. No patient consequences. It was confirmed that the "current leakage error" was accompanied by a signal loss. The signal interference was observed on all channels and on the carto and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body. Device evaluation details: visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues or errors were observed. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)